Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was beeping. Blood glucose was unknown. Customer also reported that no reservoir alarm was detected but displacement test was pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No prime or fill anomaly and audio or vibrate anomaly noted during testing. No error 63 in found history file. (B)(4).